Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous mid circumflex (cx) artery. An unspecified stent implant was deployed in the target lesion. The 2.75x8mm nc voyager balloon dilatation catheter (bdc) was unpackaged without issue. There was no resistance during removal of the protective sheath and stylet. The nc voyager bdc was soaked and prepped prior to use with no leaks or issues noted. After advancement to the lesion for post-dilatation of the deployed unspecified stent implant, an attempt was made to inflate the nc voyager bdc to 14 atmospheres (atm); however, the balloon could not be fully inflated. There was no balloon leak or rupture noted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 2.75x8mm nc voyager bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon ruptured during analytical testing in which a failure to inflate to rated burst pressure (rbp) was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.